Event description:
Staff was monitoring a patient with a basline heart rate in the 130s. It was observed that there was an area of the strip where the monitor halved the fetal heart rate for a period, then the rate returned to baseline. There have been several instances of the fetal monitors giving an output in which the fetal heart rate was displayed as half the actual rate.